Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the mitral position in a non-ew surgical valve via transfemoral approach, difficulty was noted during insertion of the delivery system and valve through the sheath. There was also difficulty crossing the surgical valve. During valve deployment, it was noted that there was a kink in the catheter by the y adapter and all the contrast did not go in. The valve was not able to be fully expanded at that time and was pulled across septum to right atria and deployed in the inferior vena cava (ivc). A 2nd valve was prepared and deployed in the mitral valve. An asd closure was performed to close septum. The patient is in stable condition and there was no report of patient injury.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: kinked, twisted, and damaged proximal balloon shaft near distal end of strain relief. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for kink in the catheter and leakage were confirmed through the provided imagery however, difficulty crossing the native annulus and unable to cross septal wall were unable to be confirmed as neither the complaint device nor applicable imagery was returned for review. Due to the unavailability of the complaint device, engineering was unable to perform any visual, functional and/or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence showing that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the mitral position in a non-ew surgical valve via transfemoral approach, difficulty was noted during insertion of the delivery system and valve through the sheath. There was also difficulty crossing the surgical valve. During valve deployment, it was noted that there was a kink in the catheter by the y adapter and all the contrast did not go in. The valve was not able to be fully expanded at that time and was pulled across septum to right atria and deployed in the inferior vena cava (ivc). A 2nd valve was prepared and deployed in the mitral valve. An asd closure was performed to close septum. The patient is in stable condition and there was no report of patient injury. There are several potential factors that may affect users' ability to cross the preexisting mitral bioprosthesis including the following: valve positioning, sutures and stents, and guidewire position. In this case, is likely that the inherent characteristics of patient's anatomy (e.g., shape and size of the mitral valve, mac) contributed to the reported difficulty by physically restricting and/or impeding the system from being able to cross the interatrial septum. Returned imagery confirmed the kinked, twisted, and damaged proximal balloon shaft near distal end of strain relief. As the device was successfully able to be inflated and deflated with no issues during device preparation, it is unlikely that a manufacturing nonconformance contributed to the reported complaint event. It is possible that during manipulations done to overcome difficulty positioning the valve within the pre-existing bioprosthesis, the delivery system balloon catheter became kinked, twisted, and ultimately damaged. The inflicted damage on the balloon shaft thus allowed contrast medium to leak out of the fluid pathway, leading to incomplete inflation, as reported. While a definitive root cause was unable to be determined at this time, available information suggests patient (patient anatomy, interaction with pre-existing non-edwards surgical valve) and/or procedural factors (guidewire positioning and damaged balloon shaft due to excessive manipulation) may have contributed to the complaint event.